Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 7 years post implant of this 23mm aortic bioprosthetic valve, moderate aortic stenosis was noted on echocardiogram (echo). No known treatment or intervention was prescribed. It was later reported that 8 years post implant, mild to moderate aortic stenosis and mild aortic regurgitation were observed on an echocardiogram. No adverse patient effects were reported. Additional information was received that 9 years, 1 month post implant of this 23mm aortic bioprosthetic valve, a transthoracic echo cardiogram (tte) performed noted mild to moderate stenosis, mean gradient of 20mmhg and peak velocity of 2.9m/sec. It was reported that the aortic valve leaflets were calcified. It was reported that 4 days later, the patient died. The cause of death was reported as cardiogenic shock resulting from aortic insufficiency. It is unknown whether an autopsy was performed